Event description:
It was reported the lead displayed high impedance, variable impedance, over-sensing; ventricular tachycardia episodes and the sensing integrity counter was noted. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.